Event description:
Per the clinic, the patient experienced a skin overgrowth and infections on the abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision and abutment removal procedure (date not reported). Additional information has been requested but it has not been made available as of the date of this report.